Event description:
The patient contacted animas on (B)(6) 2012 reporting that she received a low battery warning and a replace battery warning and then the pump shut off. She stated that the pump will not power on. The patient confirmed that the battery cap or compartment are not damaged. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the pump would not power on. There was moisture in display lens. There was corrosion in battery compartment and on battery cap contacts. Unrelated to this complaint, the keypad was torn off from the below ok button up to and including the down button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump.